Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with hysterectomy due to sui with uterine prolapse and vaginal relaxation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, fistulae and organ perforation. It was reported that patient on (B)(6) 2004 underwent laparoscopic burch urethrovesical angle suspension and vaginal laparoscopic removal of mesh due to recurrent stress urinary incontinence, erosion of the mesh in to the vagina left lower quadrant pain and ovarian cyst.